Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and multiple change cartridge errors during the loading process using multiple cartridges. The customer's blood glucose (bg) level was 224 mg/dl and insulin injections were used to address the bg level. The customer was to continue to use insulin injections to manage diabetes.

Manufacturer narrative:
During device investigation, no failure was identified for the reported occlusion alarm.